Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a mitral bioprosthetic valve was explanted after an implant duration of approximately 13 years and 10 months from a male patient who was 39 years old at implant. The reason for explant was degeneration. The explanted device was replaced with a 29mm mitral bioprosthetic valve. The patients also had an aortic bioprosthetic valve was also explanted for the same reasons. The patient was noted as discharged. The aortic valve reported in quarterly asr report for s/n: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.